Event description:
Facility alleges pt reaction. Pt reportedly felt faint three (3) minutes into dialysis. Treatment stopped; machine recirculated. Pt restarted on same dialyzer. Again felt faint-pulse 148. Required 02 & medicaations. Treatment stopped. Restarted on new dialyzer without further problem.